Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: I was told today at 12:00 that one surgeon had a problem with our codman lumbar drainage kit ii. I have been told that some pieces of the product was left inside the patient. They found out about this when x-ray was performed. The head of the po department will make sure that the surgeon will contact me for further information. This is all I know right now. The department has reported this as a deviation to the purchase department. (During use on patient) sample discarded